Manufacturer narrative:
The device was evaluated, the investigation has been completed and the results are as follows: DHR results: the lot information was not provided therefore the DHR could not be performed. Stock product reviewed results: the lot information was not provided therefore the stock product review could not be performed. Investigation methods/results: the reported product has not been returned to date therefore an analysis of the physical product could not be performed. Root cause description: additional information was not provided therefore the root cause could not be determined. Manufacturer reference: (B)(4).

Event description:
It was reported that an implant failed on tooth #12. No other incident or patient information was reported.

Manufacturer narrative:
A sample device was not returned for analysis. Should the device be returned, an investigation will be completed, and a supplemental report will be submitted at the conclusion of the investigation. The manufacturer internal reference number is: comp (B)(4).